Manufacturer narrative:
(B)(6). This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Imdrf patient codes (B)(4) capture the reportable events of erosion, pain and bladder perforation. Imdrf impact codes f1905 and f1901 capture the reportable events further surgery and bladder repair.

Event description:
Note: this manufacturer report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that an advantage fit system and upsylon y-mesh were implanted into the patient during a laparoscopic sacrocolpopexy with mesh + division of adhesions + cystoscopy + tvt advantage fit + posterior repair + vaginal support device procedure performed on (B)(6) 2016 for the treatment of vault prolapse. Intraoperatively, bladder perforation occurred, and additional surgery of bladder repair was performed. The patient experienced complications and further surgery. Patient symptoms include: eep (erosion/extrusion/protrusion); vaginal pain; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence.